Event description:
It was reported by the patient's mother that over the past two years the patient had developed pneumonia repeatedly. The vns therapy was lowered by the physician however this did not have an effect on the pneumonia presentation. The next thought was that it could be related to the patient having difficulty swallowing during eating so the magnet was placed over the generator while eating. No additional relevant information has been received to date.